Manufacturer narrative:
All the products were new, and all the products were prep per (IFU) instruction for use. The suer was trained to use the device. A constant and dedicated flush was maintained at all times through the microcatheter. The microcatheter was not re-shaped. During delivery, the microcatheter was passed distal to the aneurysm neck, and then the microcatheter was withdrawn slowly while pinning/maintaining the enterprise delivery system in place. During stent detachment, constant fluoroscopy was conducted. However, the stent did not release. Control was not lost with the enterprise system or microcatheter, but the stent had passed the point of recapturability. Constant fluoroscopy was performed during deployment and recapturing of the stent. After removal from the pt, no damages were noted on the enterprise stent or microcatheter. The stent was not outside the microcatheter. No further info was available. Additional info will be submitted within 30 days of receipt.

Event description:
The parent artery was 3.3 cm tumor diameter was 2.5 cm, neck size was 2.5 and 3 proximally. During the procedure, the physician withdrew (mc) microcatheter (catalog and lot number unk) ready to deploy the stent, but found that the enterprise stent was removed together with the mc. Then the mc and enterprise stent were removed as a unit from the pt, and another mc and enterprise stent were utilized to complete the procedure. Both the mc and stent will be returned for evaluation.